Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when the catheter was removed, it was found that the catheter had a crack and a leak at the cuff. There was nothing unusual observed on the device prior to use; there were other defects/damages found on the product where the leak was observed. Flushing was done with normal results. The catheter was not repaired. There was no cleaning agent used on the device. There was no luer adapter issue, and tego was not utilized. The insertion site was not treated prior to product placement. There was no excessive force used on the device. The cleaning agent that was typically utilized to clean the catheter in its entirety was iodine. The wound dressing did not include any cleaning agent or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance. The cleaning agent was not mixed. Sepsiderm was not used to clean the catheter. There was no protocol change for cleaning agents used recently. The patient was not using any type of cleaning agent or antibiotic on the catheter. Aside from the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no remedial action performed and no intervention/treatment required as a result of the leaking and event. There was no blood loss and no blood transfusion due to the event. There was no reported patient injury.

Event description:
According to the reporter, when the catheter was removed, it was found that the catheter had a crack and a leak at the cuff. The catheter was not repaired. There was no cleaning agent used on the device. There was no luer adapter issue and tego was not utilized. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: d9, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a catheter with visible signs of use and a crack at the cuff. No other visual abnormalities were detected. It was reported that there was a crack and leak on the catheter shaft. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur if the catheter comes into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.